Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after meal announcements while using the ilet, with a lowest recorded blood glucose of 62 mg/dl and device alerts for low glucose; the user had recently changed to precisely counted, catered diabetic meals and began using the ¿less than meal¿ option, and troubleshooting and education were completed. Symptoms included feeling fine without reported hypoglycemic symptoms. Outcomes included correction with oral carbohydrate and no need for outside assistance or medical intervention. Investigation included call-based troubleshooting and user education focused on meal announcement practices and dosing behavior following dietary changes. Investigation of this case revealed hypoglycemia with cause unclear, with device function not shown to be in error based on user reports and training provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.